Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited an increase in shock impedances, now measuring greater than 125 ohms. Boston scientific technical services (ts) provided troubleshooting efforts. At this time, the patient will continue to be monitored. No adverse patient effects were reported. This product remains in-service.